Event description:
The event is reported as: et tube inserted and an attempt was made to pull out stylet. Stylet got stuck in et tube and could not be removed. The et tube was removed and pt was re-intubated. No reported pt injury.

Manufacturer narrative:
Investigation is incomplete at this time. A f/u investigation report will be sent when completed.